Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device was returned for analysis. The device has a flattened section 5 cm and 7 cm from the distal tip. Upon using the keyence microscope, there was evidence of a partially blocked irrigation port. Flushed water through the device and notice that the flow was not optimal and seemed to be dribbling out instead of a constant flow. The device was sent for sem analysis with the conclusion that the material was not organic, adhesive, tip burr material, soldering, nor nitinol (from the mandrills used in production). The device was sent for further cross sectioning analysis to confirm if there was no other obstruction in the inside of the distal tip underneath the can. From the cross section attachments it cant be determined if the crystalized material is obstructing one of the irrigation ports. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2017. It was reported that insufficient flow of saline occurred . A 7.5 110 2.5 quad lgr blazer¿ open-irrigated was selected for use to treat the target lesion. During preparation, it was noted that a non optimal flow of saline was detected from the tip of the catheter. No patient complications reported. However, device analysis revealed that a crystalized material was obstructing one of the irrigation ports.